Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a tibial-plateau-leveling osteotomy (tplo) surgical procedure on a canine, it was observed that the small battery drive device stopped working. It was reported that there was no delay in the procedure due to the event, and an identical spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition of the small battery drive device stopped working was confirmed. An assessment was performed and determined that the device did not function and had no power. It was further determined that the electric motor was corroded and had no power output. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.